Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the sewing ring was removed, exposing the stent and stiffening ring. Pieces of host tissue were received with the valve. Tan-brown pannus appeared embedded within the sutures attached to the removed sewing ring. All leaflets were flexible except where host tissue and/or visible calcification extend on the inflow and outflow. Tissue deterioration due to visible calcification was observed on left and right cusps and on the outflow margin of the right cusp approaching the right/non-coronary commissure. The non-coronary cusp appeared to be intact, in the closed position, and with right and left cusp leaflet deterioration. The right/non-coronary commissure appeared to show early signs of dehiscence due to visible calcification. Tissue deterioration due to calcification was noted on the left/right commissure. The left/non-coronary commissure appeared to be intact. Glistening tan pannus remained attached to the left/non-coronary stent post, partially covering the outflow margin of attachment of the non-coronary cusp and left/non-coronary commissural area. An unknown amount of pannus appeared to have been removed during explant. Radiography revealed calcification in the left and right cusps, all commissural areas, and two pieces of host tissue. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As there was no problem originally reported, the original complaint could not be confirmed. Through the evaluation of the returned product the valve had evidence of extensive calcification and pannus growth on and around the device. Calcification and pannus growth are inherent risks of bioprosthetic valve replacement and can be patient-related conditions. D1: brand name updated d2: product code updated d4: model #, catalog #, serial # updated d9: device available for evaluation? Updated h3: device evaluated? Updated h4: device mfg date added h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that and unknown duration post implant of this bioprosthetic valve, it was explanted. The reason for replacement and replacement product were not reported. No additional adverse patient effects were reported.